Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodges from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hospital visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer was vomiting and had large ketones, so the customer was taken to the hosp. The customer was diagnosed with hyperglycemia and was treated with an insulin drip and fluids. The pod was discarded.